Event description:
During a remote follow-up, episodes of noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was alleged, but not confirmed. No intervention has been performed at this time. The patient was stable.